Event description:
It was reported that the patient complained the implant was very painful; 2 days post implant the patient developed a large hematoma that required evacuation. It was noted the patient also received a blood transfusion. Patient was then discharged and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.